Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose and insulin flow blocked alarm. Customer¿s blood glucose was 404 mg/dl at the time of the incident and 75 mg/dl at the time of the call. Customer declined to troubleshoot for high blood glucose as they were already treating using a back-up plan. Customer reports insulin exits with the fill tubing. Explained alarm was caused by infusion or reservoir occlusion. The reservoir will not be returned for analysis.